Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a normal device check-up where it was determined the patient¿s pacing lead was exhibiting high impedance. The patient was directly admitted to the hospital with high voltage therapy disabled and placed on telemetry. On (B)(6) 2017 while capping the lead it was realized the lead had fractured. The lead was replaced. The patient remained stable and tolerated the procedure well.